Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump received open book image error on the screen. The customer was assisted with troubleshooting. The customer blood glucose level was 400 mg/dl after 30 mins he stopped using the insulin pump. Customer stated that they were not sure about the any insulin pump error was displayed before the open book image was displayed on the screen. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.